Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl with an unknown cause. Bg was addressed via a correction bolus and manual injection after completing a supply change. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was using humalog insulin and had used the cartridge for 3 days. Tandem technical support educated the customer on insulin labeling. Customer acknowledged. Reportedly, the customer's bg began to decrease and the customer continued to use the pump for insulin therapy.